Event description:
Vet states the pds suture was used to close internal muscle layer during spay of dog. A continuous stitch was used. The dog was brought in post op for herniation of surgical site. The outside vicryl stitches were in place. The surgical site was reopened and the pds suture had broken. The knot was intact, the suture itself had snapped. The vet resutured the muscle layer with unknown suture and closed the incision. Unknown consequence to the dog. This is all the information known at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.